Event description:
The customer requested for the dosage to be checked on the system.

Manufacturer narrative:
(B) (4). The ge service rep performed a filament cal, ma limit adjustment, camera iris adjustment, and monitor brightness adjustment. The system operates as intended. (B) (4)